Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during the post-op check. No capture due to lead dislodgement was noted on x-ray. No other electrical anomalies were noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure.